Manufacturer narrative:
Product ID 3389s-40, lot# v975264, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va09abh, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient first notified her doctor on (B)(6) 2014 of an infection and she was admitted to the hospital. Two days later, the doctor performed a scalp wound revision and ordered six weeks of intravenous (IV) antibiotics followed by eight weeks of oral antibiotics. The patient returned to the doctor¿s office on (B)(6) 2014 and upon examination the burr hole area was found infected. The bacteria strain was not confirmed and the doctor removed all components of the system. The patient was doing okay and would have new devices implanted. Three days later, it was reported that according to the doctor¿s staff, the patient was doing fine on (B)(6) 2014. The manufacturer representative was notified of the event after removal of the system.